Event description:
It was reported that there was noise and oversensing on both the atrial and ventricular channels. An interrogation showed multiple occurrences of non-physiologic over sensed beats in the both channels. Attempts to obtain additional information from the clinic did not yield any additional information. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-58 lead, implanted (B)(6) 2005. (B)(4).